Manufacturer narrative:
On 26-jan-2021, intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the event occurred just after administering anesthesia. The system was powered on before port placement. The issue occurred just after powering on the system. The system was not functionally checked upon powering on. The system reported error 31221. The customer rebooted the system many times, but the symptom was the same. After many times trying, the system functionality was checked once and the customer started to operate the system, but error 31221 occurred again just after draping. The system failed to finish functionality check every time until the field service engineer (fse) was dispatched to investigate the reported issue. The fse indicated that all possible troubleshooting steps were performed before the procedure conversion. The customer rebooted and power cycled the system, but the system failed to start. The customer was unable to provide relevant tests and laboratory data, and stated that it has been a long time since the issue happened; therefore, test data was unavailable in the operating room (or). There was no patient injury as a result of the system issue.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduce during field evaluation. The system was rebooted, and error 31221 appeared. The fse reseated the endoscopic connectors, which resolved the issue. The system was tested and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Verification of the event details (event date, system cart serial #, console surgeon, and procedure category & name) could not be performed because procedure information was not available from the site. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 31221 occurred, and the leds on all arms turned red. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the caller check the power up status for all subsystems and cable connections, and the customer responded there were no problems. The tse guided the caller to power cycle using the emergency power off (epo), but could not resolve the error. The tse noted that full troubleshooting was exhausted. The procedure was converted to laparoscopic surgery with no reported injury. The customer was unable to release patient-related information for this event. Isi has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.